Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined .

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.